Event description:
During a laparoscopic umbilical hernia repair the physician was using a protack, autosuture fixation device to secure hernia mesh. The physician reports that the device worked properly for firing the first three fasteners. On the attempt to fire the fourth fastener, the device misfired and was removed from the sterile field. A new protack device was opened and used to complete the procedure. The failed device and packaging were removed from the operating suite and saved.